Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer was not detected on the bus. A field service engineer (fse) found a significant number of debris stuck below and between the cubie pockets, which caused the cubie and drawer to not be detected on the bus. The fse removed all pockets, cleared all debris, and reseated the row tray connections. The drawer was then reassembled. An additional issue was identified on the half height main drawer, where row b was not detected on the bus. The fse removed all cubie pockets, reseated all row tray connections, removed the back panel on both the main and auxiliary units, and reseated all connections on the controller boards. The device was then rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.